Event description:
The customer reported to olympus that the light source had a lamp ignition error code e103. There was no patient harm associated with the event.

Manufacturer narrative:
The customer contacted the olympus technical assistance center (tac) for troubleshooting. The customer replaced the lamp and the error remained. The customer was advised to send the clv-s190 in for repair. The customer declined initiating an RMA and indicated that they will later. The customer was advised that when they call and get a loaner clv-s190 [visera elite xenon light source] they should connect it to make sure the error went away. The customer was advised that if the error did not go away, they could send the otv-s190 [visera elite video system center] in for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
Correction: the UDI was inadvertently omitted from the initial report. During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.